Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon experienced difficulty burring the peg holes on the tibia. He felt like the burr was bouncing and created a wider peg hole than he would like. Pka.

Event description:
The surgeon experienced difficulty burring the peg holes on the tibia. He felt like the burr was bouncing and created a wider peg hole than he would like. Pka.

Manufacturer narrative:
Reported event: an event regarding inaccurate peg hole resection involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 126 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn: 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate post hole resection. There were 6 other reported event for the listed catalog number: (pr1330081, pr1290100, pr1287985, pr1693176, pr1703769 and pr1584628). Conclusion: the anspach cutting system creates a larger hole that can be an oval shaped, see a0033561-es pka 3.0 dhf 0022. The size and shape of the post resection is dependent on how the mako system is used to perform the post resection. The robotic arm is functioning as designed. No system malfunction or errors effecting the vibratory response of the either the cutter or bone were found in this investigation.